Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source failed to illuminate, which was attributed to a worn lamp socket. The most probable cause of the failure is known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the halogen light source failed to illuminate, which was attributed to a worn lamp socket. There was no patient involvement.